Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR as the treating doctor consider the event was serious and life threatening to the patient and an invisalign product was being used.

Event description:
The patient reported symptoms of blisters on the gums, redness of the lips, tingling and soreness of the gums and lips. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018 and the patient is currently asymptomatic. The treating doctor considered the event was serious and life threatening to the patient.